Manufacturer narrative:
Follow up #1 submitted: (B)(4) 2012. Device evaluation: the insulin pump has been returned and was evaluated by product analysis on (B)(4) 2012 with the following findings: on investigation, the keypad was found to be fully intact without peeling or visible damage. On testing, all of the keypad buttons were noted to be responsive. Investigation was not able to confirm or duplicate the complaint of intermittent response of the ok keypad button. The keypad cover was removed for investigation and revealed contamination under the contacts of all the keypad buttons. Audible and vibratory functions were functional and within specifications.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2012, the reporter contacted animas, alleging the ok keypad button was intermittently responsive and required multiple presses to activate. The reporter denied damage to the keypad. The patient reportedly wore the pump attached to a belt and did not clean it. This complaint is being reported because, the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.